Event description:
On (B)(6) 2012 the patient was implanted with an advance male sling for the treatment of urinary incontinence. It was reported that the advance sling was removed on (B)(6) 2013 due to erosion and infection. The patient was implanted with an alternative continence device on (B)(6) 2013.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.